Event description:
It was reported that the patient experienced diaphragmatic stimulation. The patient refused to have the lead repositioned. The system was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.